Event description:
The accounts biomed stated that the left clocking siderail will not latch.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.